Event description:
Additional information indicated that there was a premature battery depletion together with low impedances of less than 50 ohms observed on electrodes 5 and 7 on a quad lead (unclear, on which of the two quad leads). Programming around these electrodes was done and battery life improved somewhat. It was stated that the patient did use amplitudes around 7 and had a group with 3 programs. Patient status at time of this report was stated as alive with no injury/no adverse event. There were no patient symptoms/injuries related to this event.

Event description:
It was reported that the patient was charging her implantable neurostimulator (ins) "more than expected." It was further reported that the patient "had to recharge every night" and that this was "more frequently than she used to." It was also reported that the ins "didn't hold a charge." Interrogation of the patient's ins revealed the following recharge statistics: "(B)(6) 2013, 2.6hrs, 75%; (B)(6) 2013, 5.1, 100%; (B)(6) 2013, 0.2, 0%; (B)(6) 2013, 4.8, 100%; (B)(6) 2013, 4, 75%; (B)(6) 2013, 2.2, 50%." Impedance testing revealed a "short" between electrodes 5-7 with "no cause determined." The aforementioned electrodes were reported to have been "programmed around." It was stated that the patient was "receiving effective therapy" at the time of report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3776-45 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), implanted: 2013 (B)(6), product type recharger product ID, 37746 lot# serial# (B)(4), implanted: 2013 (B)(6), product type programmer, patient product ID, 3708220 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID, 3487a-45 lot# va04hzg, implanted: 2013 (B)(6), product type lead product ID, 3487a-45 lot# va04hzg, implanted: 2013 (B)(6), product type lead. (B)(4).